Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was over 600mg/dl at the time of incident. The customer treated it with manual injections. The customer also reported the infusion set cannula was bent. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.